Event description:
The reporter stated that ther was an over-delivery. Chlorothiazide 0.8cc/5mcg ordered to be infused IV over 3 minutes and was programmed as such. Pump alarmed and read occlusion so lines were checked. Pushed program stop, enter, deliver. No changes in programming made. Volume delivered was 0.31cc instead of 0.18cc.